Event description:
It was reported that as the surgeon inserted a cq2015 three piece collamer lens and the lens rotated and was torn by the injector during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.